Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the touch screen is not functioning. The display is flickering/blinking. The customer indicated that there were no alarms. It was also noted that there was some concern that perhaps audible alarms were not enunciated. The device could engage in monitoring but settings could not be changed. The flickering was reported as rapid. There was no known impact or consequence to patient.